Event description:
It was reported that three cryoablation needle's developed frost on the needle shaft during the procedure. Additionally, the patient experienced muscle stimulation during active thaw. The user placed ultrasound gel to protect the patient's skin, preventing frost from reaching the patient's skin. Active thaw (ithaw) was halted immediately to prevent further muscle stimulation the case was completed successfully, with no reported injury to the patient.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. Testing results showed insufficient vacuum insulation of the sleeves. The iceball size was within specification and was not compromised due to the thermal insulation loss. No relationship was found between the needle's assembly processes and the vacuum loss phenomena identified. The needle's electrical properties were tested and found within specifications. No failure was identified that could have contributed to the reported thawing problem or patient spasm.

Event description:
It was reported that three cryoablation needle's developed frost on the needle shaft during the procedure. Additionally, the patient experienced muscle stimulation during active thaw. The user placed ultrasound gel to protect the patient's skin, preventing frost from reaching the patient's skin. Active thaw (ithaw) was halted immediately to prevent further muscle stimulation